Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d8, d9, g1 contact person ¿ mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected field: d7a. A getinge field service engineer (fse) evaluated the unit, but was unable to duplicate the reported malfunction. The fse found an autofill failure alarm within the logs. During testing, the fse found that the compressor was slow coming to a pressure of 390. The fse replaced the scroll compressor, the 1/8 npt muffler and the <100 micron muffle. Safety, calibration, and functionality checks were performed to factory specifications. The iabp was released to the customer and cleared for use. The failure analysis and testing dept. Received parts with a reported unit failure of an autofill error and the compressor being slow to come to pressure of 390. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. Tested for 3 hours with no failures confirmed. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. As.the mufflers were also replaced, but are not returning. Therefore, a root cause could not be determined.